Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that that cordcutter won't close. No surgical delay or patient consequences reported. Device is available for evaluation. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was noted that the device was received in a normal used condition. The inner shaft was found jammed on the outer shaft, it was not possible to disassemble it as intended. Due to the inner shaft was jammed, the device could not be activated, similarly the groove on the inner shaft where the suture is placed was no visible, therefore the functional test could not performed. Force was applied to the inner shaft to disassemble it and rust was found on the inside of the outer shaft and on the inner shaft. A manufacturing record evaluation was performed for the finished device lot number: 22c01, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection result, this complaint was confirmed. A possible root cause for the issue experienced by the customer can be related to procedural variables during cleaning and sterilization process; improper cleaning and sterilization may promote corrosion and consequently cause the inner shaft to jam inside the outer shaft, thus causing failure of the device. As per IFU 108484: clean instruments as soon as possible after use. If cleaning must be delayed, wet the instruments in a compatible liquid solution to prevent drying and encrustation of surgical soil. Avoid prolonged exposure to saline to minimize the chance of corrosion. Avoid exposing instruments to hypochlorite solutions, as these will promote corrosion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the sales rep that on an unknown date the cordcutter device would not close. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.